Manufacturer narrative:
Additional information: 09/30/2016. Device evaluation of monitor sn (B)(4) was completed. The cause for the pulse test failure was isolated to an open r12 resistor on the computer/analog pca. The root cause for the open resistor was unable to be positively identified. Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code) has been confirmed. Upon investigation the monitor failed a pulse test and was displaying a service code 110 (overvoltage cleared no energy) and a service code 203 (pulse test fault). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was displaying a service code during incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code) has been confirmed. Upon investigation the monitor failed a pulse test and was displaying a service code 110 (overvoltage cleared no energy) and a service code 203 (pulse test fault). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was displaying a service code during incoming functionality testing.